Manufacturer narrative:
Internal complaint reference number: case (B)(4).

Event description:
It was reported that, during a tka surgery, while finishing impaction of the femoral component, the jrny ii cr lkg fem imp bumper lt broke in half. It was not necessary to use anything to remove pieces because one of them was still attached to the impactor and the upper half was out of the wound on the drape above the knee. Surgery was resumed, without any delay, with the same device. Patient was not harmed. No further complications reported.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned bumper confirmed the device is broken in half. Both pieces were returned with the device. The device shows signs of significant wear and use. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.